Event description:
It was reported the pt experienced pain on her side. A CT scan showed the lead was not lying flat on the dura. The pt underwent surgical intervention. During the procedure, the physician was unable to reposition the lead at the desired location. The physician explanted and replaced the lead with a different model. The pt reported effective coverage post-operative. The pain is also resolved. The explanted product has been retained by the facility.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.